Event description:
It was reported, the doctor could not capture the screw on the screwdriver during a procedure. After we opened the tray after washing to inspect and again found that the screwdriver was not functioning properly.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.